Event description:
It was reported a patient enrolled in a clinical study underwent a total right knee arthroplasty on an unknown date. Subsequently, patient underwent a manipulation procedure on (B)(6) 2006 due to arthrofibrosis. No components were removed or replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.